Event description:
On (B)(6) 2013 patient reported he has to press the check button of the infusion device multiple times before it will respond. Patient stated currently the up button is working properly, but the check button fails intermittently. Patient reported the rest of the buttons on the infusion device are working properly. Patient stated the button has not worked properly since (B)(6) 2013. Patient reported the button still makes an audible sound when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the check button does not respond. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function. The up button was tested successfully and complies with the product specification.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.